Manufacturer narrative:
Product event summary # (B)(4). Event description: it was reported that an alert was triggered for low impedance values. Since the patient needed a replacement for the lead, the pacemaker was also replaced since it was part of (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited low impedance and oversensing. The lead was capped and replaced. In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically replaced. No device malfunction was observed while the device was in use; however, given the potential for loss of device functionality, the ipg was explanted and replaced to preclude harm to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.